Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The allegation was that the readings of testing of a patient were abnormally low, 10s or 20s mg/dl. After the abnormally low readings were found, the patient tested again several times and gained the result of approximately 130mg/dl. The strips used were discarded. The lot number of the strips is unknown. No adverse event was reported.